Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32791. It was reported that the patient in clinic with fever due to suspected infection. Blood cultures were (B)(6) for staphylococcus aureus and transesophageal echocardiogram confirmed vegetation and endocarditis along a portion of the right atrial (ra) lead. The implantable cardioverter defibrillator and ra lead were explanted. The patient was stable.